Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient called in because they were wondering how often she should be charging. Patient services (pss) reviewed will depend on the settings. Pt states since implant she has been charging all the time. Pt states at first when first turned on ins the device was dead and they told the patient this was normal and she charged to 100%. Pt states she charges to 100% and would die in a few hours. Pt states this has been ongoing. Pt states this doesn't bother her but just wondered if this was normal. While on the phone pt states she just charged yesterday and now saying to charge again. Pt states she called thursday or wednesday and no one has called back about it. Pt states she charges daily and depletes very fast. Pss directed to hcp.